Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high pacing impedance measurements greater than 2,000 ohms. A chest x-ray confirmed the lead had pulled back into the superior vena cava (svc). It was reported that the pacing impedances and capture thresholds had been increasing over time. There was also a report of undersensing. A new rv lead was successfully implanted. No additional adverse patient effects were reported.